Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number for needle clog.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was clogged during injection. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 320883 batch no: unknown (provided 8282897). It was reported that the consumer encountered needle clog during injection verbatim: consumer reported needle clog during injection, does not re-use. Lot # 8282897, product # 320883, exp 10-31-2023, occurrence date is unknown. Cross reference cs0007468, same complaint, same lot and box. Consumer had problems with additional needles from box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was clogged during injection. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 320883, batch no: unknown (provided 8282897). It was reported that the consumer encountered needle clog during injection verbatim: consumer reported needle clog during injection, does not re-use. Lot # 8282897, product # 320883, exp 10-31-2023, occurrence date is unknown. Cross reference (B)(4), same complaint, same lot and box. Consumer had problems with additional needles from box.